Event description:
A journal article was reviewed which contained information regarding this lead. During the procedure to implant a pacemaker, the epicardial lead showed "increased thresholds." The lead was converted to a unipolar lead and remains in use. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "salvage of permanent epicardial lead function by conversion of a bipolar to unipolar lead." J. Card. Surg. November 1 2012;27(6):771-773.